Manufacturer narrative:
H.6. Investigation: a complaint of foreign matter found in the packaging was received from the customer. Two photos were provided to aid in the investigation. In the photo a black fiber was found on the product. A device history record review was completed by our quality engineer team for provided lot number: 0036776. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A root cause could not be determined, but a probable cause for this defect includes error in the assembly process. This is the first complaint for foreign matter on material: 383336 & batch: 0036776.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had dark foreign filaments inside it. The following information was provided by the initial reporter, translated from spanish to english: "they received the order with order number: (B)(4) and reference number: (B)(4) and found a unit of product 383336 that had 2 dark filaments inside the catheter on the telescopic catheter safety system. It was evaluated in the product inspection stage by the quality manager."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima" IV catheter safety system had dark foreign filaments inside it. The following information was provided by the initial reporter, translated from (B)(6) to english: "they received the order with order number (B)(4) and reference number (B)(4) and found a unit of product 383336 that had 2 dark filaments inside the catheter on the telescopic catheter safety system. It was evaluated in the product inspection stage by the quality manager."